Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device and associated right ventricular (rv) lead received multiple inappropriate shocks which lead to therapy exhaustion. An error code was displayed indicating that the shock impedances were greater than 145 ohms. Boston scientific technical services recommended immediate device replacement. Additional information indicated that the physicians elected not to replace the device or lead at this time. The system remains in service.